Event description:
It was reported that the cadd ms3 malfunctioned during use. The pump displayed a message indicating that a blockage was detected. The alarm sounded off 3 times. The alarm was de-activated every time the battery was replaced. It was noted that there maybe have been times when the patient did not receive medication. It was confirmed however that the patient "...was doing okay and did not experience any side effects/symptoms." The patient was using the pump for treatment of pulmonary arterial hypertension. Dosing information was as follows: "30nkm. Frequency: 0.04ml/hr, route: sq. Dates of use: (B)(6) 2016 to ongoing. "